Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 2 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 2 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 2 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result. Additional information received: verified no erroneous results being reported, inquiry for processing samples with high hct only - the complaint is going to be canceled due to it bein an inquiry.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. This MDR should be considered cancelled as the customer was inquiring. MFR report # : 1917413-2022-00080 is listed as cancelled MDR record. B.5. Event description: h.5.investigation summary: it was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: ( 2 of 2) it was reported that sodium citrate tube is affecting patient result. Description of complaint received via voicemail: issue with sodium citrate tube, affecting patient result. Additional information received: verified no erroneous results being reported, inquiry for processing samples with high hct only - the complaint is going to be canceled due to it bein an inquiry.